Event description:
It was reported that low flow rate occurred while in therapy with arctic sun 5000. The neonate was not properly treated because of low flow and resulting in premature end of therapy. Per follow up information received via ibc on 22jun2021, stated that the error occurred when the biomed was on the ICU to perform an inservice with the second arctic sun device installed. After a conversation with the head doctor, it was decided to change the device to check if the error was to be repeated, and it was just to get the information whether it was pad related or device related. After finishing the inservice the arctic sun 5000 device were changed, and the error still occurred. The inservice of the second device didn¿t bring up any errors, and the first used device did pass the inservice without anything. Explained this situation with the head doctor, they decided to end therapy premature and most probably the error was pad related. The first used arctic sun device is going to be checked with crs medical for any technical issues.

Manufacturer narrative:
The reported event was confirmed as design related. Visual inspection noted one neonatal artic gel pad was received. Visual evaluation noted the tubing with the connection line pointing to the exterior of the pad was kinked on return which makes this sample applicable to CAPA. This fails to meet specifications stating there should be no bends in the tube that reduce the internal diameter of the hose. A review of the device history record was not required as this investigation has been addressed by a CAPA. The labeling was not completed as they are addressed by existing CAPA. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that low flow rate occurred while in therapy with arctic sun 5000. Neonate was not properly treated because of low flow and resulting in premature end of therapy.